Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced air bubble anomaly in the reservoir. The customer stated that she had 50 units left. The customer's blood glucose level during the incident was 180 mg/dl. Troubleshooting was not performed because the customer was not experiencing the air bubble anomaly at the time of the call. Additionally, the customer reported that the insulin in the reservoir was not lasting. She was advised to contact their health care professional to determine how much insulin is required. The device will not be returned for analysis.